Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a true positive indicator and recommended device replacement. This pacemaker was subsequently explanted and replaced. This device has been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.